Event description:
(B) (4). Same case as 2134265-2010-01946. It was reported that during a carotid artery stenting procedure the patient experienced hypotension. The target lesion was located in the left ostium internal carotid artery with 90% stenosis and was 20 mm long with a 9 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez device and a carotid wallstent. Following post-dilatation there was 5% residual stenosis. During the index procedure, the patient experienced hypotension. No action was taken and the event resolved and the patient was discharged the next day.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).